Manufacturer narrative:
A field service engineer (fse) performed an on-site inspection and found that the two bolts securing the xenon power supply illumination unit mounting plate to the s100 floor stand were broken. The fse repaired the holding mechanism and put the microscope back into service. The broken bolts have been returned to the manufacturer for further investigation.

Event description:
The health care professional (hcp) reported that the lamp housing (xenon power supply illumination unit) had separated from the opmi pico microscope s100 floor stand and fallen to the ground. The hcp confirmed that no one was present at the time of the incident and no one was injured.